Manufacturer narrative:
A remote service engineer spoke with the customer and was able to confirm that there was no sound coming from the speaker. The customer was provided with quote to replace the speaker assembly. Based on the information available, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer ordered a replacement speaker assembly to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that a speaker inop was displayed. The device was in use on patient at time of event, there was no adverse event reported.